Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
The customer reported that the unit shutdown and alarmed safety valve occlusion (svo) while being used on a patient. The device was in use for therapy. There was patient involvement but there was no patient harm or injury reported.